Event description:
It was reported the subject device had black vision. The issue was found during a therapeutic ureteroscopy that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: lines showing on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.